Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display and battery out limit from the insulin pump. The customer's blood glucose reading was 15 mmol/l. The customer stated that he replaced the battery yesterday and the screen went blank. The customer stated that he removed and reinserted the battery cap using new batteries and it worked for a while but woke up this morning and was able to test and treat. The customer stated that the pump alarmed after a battery change. The customer stated that a battery out limit occurred during normal use. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during testing. No unexpected battery out limit noted. No damage found on the lcd isolation tape noted. The insulin pump was received with normal operating currents and passed the self test, a21 error test and off no power test. The insulin pump had minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.